Event description:
It was reported that there was mechanical failure following revision tka.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No: 5537-g-311; no 3. Triathlon ts plus tibial insert x3 poly 11mm lot code: mepe31; cat. No: 5550-g-319; triathlon symmetric x3 patella lot code: 946e; cat. No: 5565-s-018; tri press-fit stem 18mm x 100mm lot code: m3w50f ; cat. No: 5543-a-300; tri post augment sz3 5mm lot code: ykyk ; cat. No: 5541-a-301; triathlon femoral distal augment 10mm - size 3 left lot code: xnkc. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding mechanical failure involving a triathlon ts femur was reported. The event was not confirmed. Device history review indicated all devices accepted into final stock met specification. Complaint history review indicated there have been no other events for the reported lot. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. The following product was added to the complaint after the initial medwatch was submitted. Cat. No.: 5520-b-300, triathlon prim tib baseplate - cemented, lot code: ykyk.

Event description:
It was reported that there was mechanical failure following revision tka.